Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer also experienced nausea as a result of high blood glucose however treated with insulin drip through intravenous and shots. It was also reported that the insulin pump was damaged and thee was crack on battery side on top and along the compartment however there was no damaged retainer ring. The insulin pump will be returned for analysis.